Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. It was further reported that particulate matter was observed suspended in the solution inside the sterile water-filled IV (intravenous) bag. This issue was identified during a quanlity assurance inspection measure prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for h4: device manufactured between march 04, 2021 to march 05, 2021. H10: ten (10) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.